Event description:
Staff discovered that part of a cleaning brush was inside one of the channels of the scope. The scope had been cleaned with the brush manually, but the staff member did not notice that part of the brush remained broken off inside the scope at the time that it was being cleaned.====================== health professional's impression======================staff report that these cleaning brushes tend to break easier than what they have seen in the past. They do not know why this is occurring.====================== manufacturer response for endoscopic cleaning brush, olympus single use channel cleaning brush b-set======================spoke with (B) (4) at the olympus endoscopy customer care center. Per (B) (4), the manufacturer does not want the device returned for insepection/analysis--it should be discarded. We will retain the device for 60 days in case the manufacturer decides they would like to inspect/analyze the device.